Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: the customer reported ¿not giving an error code but the light latch is damaged as it will not lock open. Also, the light intensity will not go down, the front of the unit is physically loose and moves around. During cases, it would stops¿ the findings from incoming analysis are as follows: failed white light verify, env-spy calibration fail, light flickers, jaw doesn't stay open, contact spring is missing, light pipe is damaged. Probable root cause: light engine malfunction, main board, receptacle board, or front board malfunction, damaged or missing esst spring, incorrect/no communication with 1688, overheating, power supply malfunction, software malfunction, hf/rf interference, cybersecurity attack. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.